Event description:
It was reported the pt programmer amplitude button was sometimes sticking, and it was difficult to increase the stimulation. It was reported the pt had to press hard several times before it would respond. The pt reported she had to remove the batteries at times when the device became unresponsive. A replacement programmer was sent to the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.